Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to heart problem not because of diabetes. The customer¿s blood glucose level was 17 mmol/l at the time of incident. The customer also reported that the insulin pump received no delivery alarm however now it was working fine. The insulin pump will not be returned for analysis.